Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringes 1ml sterility was compromised. The following information was provided by the initial reporter: as per account, one of our nsp satellite sites reached out to us about the bd ultra short tip (30g) needle/syringe combos, lot# 1103828, exp. 06-26 packaging coming apart. These syringes are separately packages in bundles of 5 and the 5th one has fallen out of the packaging.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-jun-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringes 1ml sterility was compromised. The following information was provided by the initial reporter: as per account, one of our nsp satellite sites reached out to us about the bd ultra short tip (30g) needle/syringe combos, lot# 1103828, exp. 06-26 packaging coming apart. These syringes are separately packages in bundles of 5 and the 5th one has fallen out of the packaging.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.